Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their permanent bridge came out in their aligners. Patient's dentist said that the bridge falling out is most likely due to the insertion and removal of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.